Event description:
Same case as MFR#: 2134265-2009-02756. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a moderately stenosed, 2.75x22mm, de novo lesion located in the moderately tortuous rca (right coronary artery) with a 3.0x20mm maverick 2 balloon. Vascular access was femoral. The physician encountered significant resistance upon insertion of the device into the patient. The maverick 2 balloon was advanced to the lesion and ruptured at 12 atms after being inflated for 25 seconds. There were no kinks noticed on the device prior to use. The unit was removed as a whole. The lesion was pre-dilated by another 3.0x20mm maverick 2 balloon and the procedure was completed successfully with the implantation of a 3.00x12mm taxus liberte stent. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.